Event description:
Complainant alleged that during a routine shift check by a clinician, the electrodes caused the associated defibrillator to display a "check pads" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the product for eval and the complaint is still under investigation.